Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there was another cto in the lad. Performing CABG was a planned intervention when pci would not restore the blood flow. Calcification was really severe and very hard and this condition contributed to device defects, it was not related to the quality of the devices. The patient had been in stable condition after the CABG. The subject microcatheter was returned for evaluation. The returned microcatheter was missing its tip. Proximal to the tip breakage site, strands of the catheter shaft were found loosened and the shaft outer diameter became larger due to loose strands. The broken tip was microscopically observed. It revealed there were circumferential scratches on the top coating of the catheter shaft which were thought to be made by contact with calcium. The catheter lumen where the tip broke showed the underlying braids were gathered towards the center as it narrowed the catheter lumen. Measuring the remaining tip length, approximately 5mm of distal segment of the catheter tip was assumed to be missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that torsion exceeding the product design limit was inadvertently applied while the microcatheter was being trapped by the lesion. The accumulated torsion was assumed to cause the tip to be twisted and eventually torn off where the border between the tip and the shaft. There was no indication of product deficiency. Instructions for use states: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that during a percutaneous coronary intervention (pci) to treat a heavily calcified in-stent cto in the rca #3, an asahi 0.014inch guide wire could cross but the subject microcatheter, a balloon catheter, and an asahi penetration catheter failed to cross the lesion. In order to implement rotablation, the subject microcatheter was again advanced into the lesion by rotational manipulation when the catheter tip became trapped. To release the stuck catheter tip, a new 0.014 inch guide wire was advanced in parallel; however, the attempted went unsuccessful and the catheter tip became separated. The concomitant guide wire was then removed from the anatomy when stretching of its coil wire was recognized. The elongated coil wire was cut by rotablation near rca #2. CABG was performed and the blood flow was reestablished.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.